Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for a stone removal. During the procedure, the physician was attempting to use the needles knife to cauterize. When the pedal was pressed, the exalt scope lot visualization. After unplugging and replugging the scope, the scope error screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.